Manufacturer narrative:
(B)(4). Eval of the returned product revealed the unit does sound the alarm when set to the chime mode. Also, the unit does work as it should when in the remote and chime mode. The low battery indicator feature did not work when tested. (B)(4).

Event description:
Customer reported the alarm has power, but it will not sound when the motion detector is placed on chime. There was no pt incident or injury reported.